Manufacturer narrative:
N/a.

Event description:
The following has been reported: mayo staff reported: pump problem alarm after loading set. No patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 failure. Device would alarm out when a cassette was loaded. Device was opened and no additional damage was found. With the pump open the pneumatics were allowed to turn on and an air leak was so pronounced it was audible.